Event description:
It was reported that there was no capture on the left ventricular (lv) lead at high capture thresholds. The lv lead was found to have moved back slightly. The lv lead was explanted and a new lead was placed in a bigger vessel. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and high capture thresholds. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.